Manufacturer narrative:
As reported, the plug of a 7f exoseal vascular closure device (vcd) had not detached from the device after removal from the patient. Upon removal, the plug was noted to be partially deployed and partially out of the shaft. Manual compression was applied for hemostasis. No patient injury was reported. The procedure was performed retrograde. The physician was certified to use the exoseal vcd. No visible damage to the device or packaging was noted prior to use. Angiography confirmed femoral artery suitability, with insertion angle of 30¿45°, diameter =5mm, and no significant calcification, plaque, stent, or >50% stenosis. No preexisting hematoma, av fistula, or pseudoaneurysm were present. The deployment button was fully pressed and flushed with the handle. The exoseal vcd was used in an interventional procedure. The device was stored and prepared according to the instructions for use (IFU). There was no vessel tortuosity at the femoral access site, and the target site had not been previously closed with any closure device or manual compression within the past 30 days. The deployment button was fully depressed and flushed against the handle. Approximately 1¿2 seconds after button depression, the exoseal vcd and vascular sheath introducer were removed as a single unit. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was not depressed, and the guard was not locked. The plug was in its manufactured position, and the indicator wire was not deployed. The catheter sheath introducer (csi) was not returned for evaluation. The indicator window was observed in the black/white position. A swollen plug was identified during visual analysis, resulting in a complete obstruction at the distal end of the delivery shaft. This blockage extended into the indicator wire port, preventing the deployment of the indicator wire after guard engagement. No additional anomalies were observed during the visual inspection. Per functional analysis, an attempt was made to lock the guard and simulate deployment of the indicator wire. The guard locked successfully with an audible click. However, the indicator wire could not be deployed. The functional deployment simulation could not be completed. The obstruction was presumed to be caused by the swollen plug, which blocked the indicator wire port. After manual removal of the plug, internal inspection confirmed that the lumen of the indicator wire port was obstructed. A high-magnification microscopic inspection was conducted on the distal end of the delivery shaft, including the plug, indicator wire port, and internal mechanism, both before and after guard engagement. No abnormalities were observed prior to locking the guard. However, following engagement, a kinked/bent condition was identified in the internal mechanism. This deformation was attributed to the obstruction in the indicator wire port, which prevented proper advancement of the indicator wire. Microscopic evaluation prior to plug removal also confirmed obstruction of the lumen at the indicator wire port. The reported event of ¿vascular closure device (vcd)-deployment difficulty-partial deployment¿ was not observed through analysis of the returned device as it was received without any button depression or plug deployment. However, an additional condition of the device was noted during functional analysis of ¿indicator wire-deployment difficulty-unable¿ since it could not deploy, most likely due to the swollen plug obstructing the indicator wire port. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported partial deployment event, especially since the condition of the returned device does not match the device description. It was reported that the deployment lever was fully depressed and flushed against the handle and the plug was partially deployed from the delivery shaft; however, the device was received with no button depression. Additionally, the indicator wire cowling was not locked and the indicator wire not deployed, indicating that the cowling was not depressed into the handle during use with the device, which is the first step on the functional use of the device. It should be noted that the depression and locking of the indicator wire cowling is necessary in order to deploy the indicator wire, which is required in order to change the indicator window during retraction in the patient before the deployment lever can be depressed to deploy the plug. As there were no issues noted during depression/locking of the cowling during functional analysis, it is unknown what issue the customer may have been experiencing. Additionally, during functional analysis of the returned device, it was noted that the indicator wire could not be deployed when the cowling was depressed into the handle. It should be noted that since the deployment lever/button of the received device was not depressed, it is expected that the plug would not be deployed from the unit. Upon further inspection, it was found that the swollen plug was obstructing the indicator wire port, which in turn resulted in a kinked condition of the component within the handle of the device when wire deployment was initiated. However, as it is unlikely that the condition of the dried/swollen plug would have been experienced during use in the procedure, it is unlikely that the customer would have experienced this indicator wire deployment issue. As cautioned in the IFU, which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure and issues noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) had not detached from the device after removal from the patient. Upon removal, the plug was noted to be partially deployed and partially out of the shaft. Manual compression was applied for hemostasis. No patient injury was reported. The procedure was performed retrograde. The physician was certified to use the exoseal vcd. No visible damage to the device or packaging was noted prior to use. Angiography confirmed femoral artery suitability, with insertion angle of 30¿45°, diameter =5mm, and no significant calcification, plaque, stent, or >50% stenosis. No preexisting hematoma, av fistula, or pseudoaneurysm were present. The deploy button was fully pressed and flush with the handle. The exoseal vcd was used in an interventional procedure. The device was stored and prepared according to the instructions for use. There was no vessel tortuosity at the femoral access site, and the target site had not been previously closed with any closure device or manual compression within the past 30 days. The deployment button was fully depressed and flushed against the handle. Approximately 1¿2 seconds after button depression, the exoseal vcd and vascular sheath introducer were removed as a single unit. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) had not detached from the device after removal from the patient. Manual compression was applied for hemostasis. No patient injury was reported. The procedure was performed retrograde. The physician was certified to use the exoseal vcd. No visible damage to the device or packaging was noted prior to use. Angiography confirmed femoral artery suitability, with insertion angle of 30¿45°, diameter =5mm, and no significant calcification, plaque, stent, or >50% stenosis. No preexisting hematoma, av fistula, or pseudoaneurysm were present. The deploy button was fully pressed and flush with the handle. The device is being returned for evaluation.